Event description:
When dr was using bankart track, he was about to put it in but it did not feel right, so he pulled it back out and as he did, the tack split right down the middle. No pieces went in to pt and no injuries or delays involved.

Manufacturer narrative:
Each production lot conmed linvatec biomaterials produces is released based on the mechanical test results and dimensional measurement data. Mechanical lot release test results of lot s0001747 were in the normal, acceptable level. We tested reserve samples mechanically and the test results were well above the lot release limits. We also made a visual inspection for the returned part. The shaft of the bankart tack was split in two pieces longitudinally. This is a very rare failure mode for this device. Therefore, our conclusion is that this is an isolated, unfortunate event.